Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.further information requested, but not yet received.

Manufacturer narrative:
The UDI is not available as the serial/lot number were unable to be obtained. The reported event was confirmed for high impedance. Microscopic inspection identified a kink/fracture on the octrode lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.